Event description:
Plaintiff alleges suffering from type I latex allergy and is now subjected to increased health risks including one or more anaphylactic reactions to latex products. As a result of this disease, plaintiff has suffered substantial injury, pain and suffering, as well as economic loss.